Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated at the female connector (dark blue) and the main body (light blue) and the patient was unable to disconnect from the patient line of the amia cassette. This issue occurred when the patient was disconnecting after peritoneal dialysis therapy. It did not leak as the transfer set was closed. The patient had to clamp and cut the amia cassette patient line in order to disconnect. As a result, the patient's transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.